Event description:
The user facility reported that a hose separated from the system 1e processor, causing some water to contact supplies stored on a shelf below the system and drip to the floor. Facility personnel shut off the water supply. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. The steris service technician has installed new hoses and connections on this system 1e processor (field correction #3000251274-7/10/2012-001-c). The technician tested the unit, including running a diagnostic and processing cycle and confirmed the unit was operational.